Event description:
It was reported that the bd vacutainer® buffered sodium citrate blood collection tubes has a minimum fill indicator on tubes that is inaccurate and often overestimates fill slightly. This can't be visually seen, but can result in sample rejection with coagulation analyzers. There was no negative impact to patients or users.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were visually inspected and 10 retention samples were evaluated by functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate blood collection tubes has a minimum fill indicator on tubes that is inaccurate and often overestimates fill slightly. This can't be visually seen, but can result in sample rejection with coagulation analyzers. There was no negative impact to patients or users.